Event description:
The customer requested a replacement speaker. It is unknown if the device produced sound at the time of the report. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer had been working on a display issue in his shop when the event occurred. A philips remote service engineer (rse) interviewed customer, and the alleged malfunction could not be confirmed. The speaker was making tones, and the speaker malfunction he noticed previously is no longer present. The customer ordered a speaker to have one in stock for any future issues. The unit is working without the need to replace the speaker. Based on the information available in the case, the cause of the reported problem was not confirmed as the alleged malfunction was unable to be replicated. The reported problem was not confirmed. The unit is reported to be working to specification. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.